Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
During the implantation of a 29mm sapien 3 valve in the aortic position, a bent strut was noticed after exiting the end of the esheath. The physician removed the entire system and started over with a second delivery system and 29mm sapien 3 valve.

Manufacturer narrative:
Correction to b2 no required intervention to prevent permanent impairment/damage (devices), b5,

Event description:
During the implantation of a 29mm sapien 3 valve in the aortic position via the left transfemoral approach, a bent strut was noticed coming out of the 16f esheath plus. Resistance was experienced while advancing the delivery system. The physician removed the entire system as a unit and started over with a second delivery system and 29mm sapien 3 valve. There was no damage initially to the sheath, but when entire system was removed a ripped and exposed seam was noticed. There was no patient injury or bleeding reported. The seam was ripped due to the bent strut coming out of the body of the sheath. There were no vascular complications. The device will not be returned.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. Imagery was provided of the patient's anatomy and the following was observed: patient's left access vessel had present of calcification and tortuosity. A photo of the device was provided by the site and revealed the following: and the strut appeared bend outwardly approximately 135 degrees at inflow side. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on provided imagery. A review of the DHR, lot history, complaint history and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. As reported, "during the implantation of a 29mm sapien 3 valve in the aortic position via the left transfemoral approach, a bent strut was noticed coming out of the 16f esheath plus. Resistance was experienced while advancing the delivery system. The physician removed the entire system as a unit and started over with a second delivery system and 29mm sapien 3 valve". Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system". The presence of tortuosity and calcification in vasculature and high insertion angle can create a challenging pathway during the delivery system insertion through sheath, it can lead to high push force and resistance. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the valve strut damage at the inflow. A definitive root cause was unable to be determined, but it is that patient factors patient (calcification, tortuosity) and/ or procedural factors (excessive device manipulation, high push force, high insertion angle) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions nor product risk assessment (pra) are required at this time.